Event description:
The doctor was performing a trigger point injection into the temple of a patient for headaches. It was reported that when the doctor withdrew, the needle had broken off at the hub area. Needle could not be seen. Patient was sent to the emergency room for treatment.